Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "precharge voltage error" message making the system non operational. There was no adverse pt involvement reported. There was no pt information reported.